Manufacturer narrative:
Evaluation summary: the cartridge was not returned. A photo was provided of the cartridge. The photo is from the bottom of the cartridge on a white background. There appears to be viscoelastic in the cartridge. The reported damage cannot be observed in the photo. It is unknown if the lens was in the qualified diopter range. The iol product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A qualified handpiece and viscoelastic were also indicated. The product investigation could not identify a root cause for the reported tip damage. Per the handpiece directions for use: the qualified cartridge/iol combinations have been validated at an ambient temperature of 18 °c using the driving console setting (1.7 mm/sec, 3 seconds, and 3.0 mm/sec for initial velocity, pause and final velocity respectively). Using a higher velocity and shorter pause at lower temperatures, especially with high diopter lenses, could induce damage to iol and/or iol cartridge, affecting successful iol implantation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the used cartridge was returned. Viscoelastic is observed in the device. The cartridge has evidence that is was placed into a handpiece. The nozzle is cracked and the tip is split on the upper right side with an aneurysm at the end of the split. The damage cannot be observed in the provided photo. It is unknown if the lens model indicated was in the qualified diopter range because identifying lens information was not provided. The root cause for the observed damage could not be determined. The type of damage observed may occur if the lens is not positioned correctly for advancement; if too large a diopter lens is used for the device; if there is a lack of viscoelastic between the lens and the cartridge lumen; if the handpiece speed and/or ambient temperature are outside of directions for use limits; or if the hand piece plunger is not positioned correctly at the trailing optic edge. If the hand piece plunger is not positioned at the trailing optic edge it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that during an intraocular lens implant procedure, he noticed a crack at the tip of the cartridge after implanting the iol. The procedure was completed without patient harm. Additional information has been requested.